Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst ovary since may 2012 and endometriosis since may 2012. Concomitant products included medroxyprogesterone acetate (depo provera) until 2017 for birth control. In january 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), cyst ("cysts that began occuring after essure implant") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and in (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, vaginal discharge, weight fluctuation and cyst outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, cyst, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: insertion details:trailing coils: 4, left side coils: trailing coils:5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Lot number:808910 manufacture date: 2010-11 expiration date: 2013-11 most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst ovary since (B)(6) 2012, endometriosis since (B)(6) 2012 and gallbladder operation. Concomitant products included medroxyprogesterone acetate (depo provera) until 2017 for birth control as well as oral contraceptive nos from 1986 to 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), the first episode of cyst ("cysts that began occuring after essure implant"), abdominal pain lower ("lower abdominal pain"), endometriosis ("other injury(ies) or complication please describe: endometriosis/cysts") and the second episode of cyst ("other injury(ies) or complication please describe:varian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, in (B)(6) 2012 underwent ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, vaginal discharge, weight fluctuation, weight increased and endometriosis outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of cyst and the second episode of cyst to be related to essure. The reporter commented: insertion details:trailing coils: 4, left side coils: trailing coils: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number:808910 manufacture date: 2010-11 expiration date: 2013-11. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. New events weight gain, endometriosis/cysts, abnormal bleeding(vaginal, menorrhagia) were added. Outcome of the event abnormal bleeding were updated. Medical history and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst ovary since (B)(6) 2012 and endometriosis since (B)(6) 2012. Concomitant products included medroxyprogesterone acetate (depo provera) until 2017 for birth control. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), cyst ("cysts that began occuring after essure implant") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and in (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, vaginal discharge, weight fluctuation and cyst outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, cyst, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: insertion details:trailing coils: 4, left side coils: trailing coils:5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs and mr received: previously reported event "injury to herself" updated to ¿pelvic pain¿, events- ¿abnormal bleeding (general), pain, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one, cysts that began occuring after essure implant, lower abdominal pain¿ added. Reporter information updated, patient history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst ovary since (B)(6) 2012, endometriosis since (B)(6) 2012 and gallbladder operation. Concomitant products included medroxyprogesterone acetate (depo provera) until 2017 for birth control as well as oral contraceptive nos from 1986 to 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("weight gain / loss specify which one"), cyst ("cysts that began occuring after essure implant"), abdominal pain lower ("lower abdominal pain"), endometriosis ("other injury(ies) or complication please describe: endometriosis/cysts") and ovarian cyst ("other injury(ies) or complication please describe:varian cysts"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, in (B)(6) 2012 underwent ablation and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, vaginal discharge, weight fluctuation, cyst, weight increased and endometriosis outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, cyst, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion details:trailing coils: 4, left side coils: trailing coils:5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number:808910, manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.